Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has twiddler's syndrome which lead to dislodgement their right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead. All of the leads also exhibited high thresholds and loss of capture. The rv lead was capped and replaced, the ra lead was explanted, and the lv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.